Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the adhesive of the light guide lens is peeled, likely due to physical or chemical stress. The device image was also found to be compromised, though recognizable. This is attributed to the breakage in the image sensor and in the connector. The user¿s complaint was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the evaluation of the issue of abnormal image. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that the adhesive of the light guide lens is peeled. This medwatch is being submitted for the reportable issue of the light guide lens adhesive being peeled as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.